Event description:
It was reported via a facility medwatch: "pt underwent aortography, bilateral ileofemoral arteriography; left lower extremity of arteriography: cryoplasty of segmental occlusion of left popliteal artery and placement of express stent to focal above knee popliteal residual lesion in 2007. Upon removal of the mailman catheter, the distal tip broke and could not be retrieved from the branch vessel." The facility confirmed that no additional info is available.

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch will be filed.